Manufacturer narrative:
(B)(4). Date sent: 11/01/2017. D4: batch # p91t4a. Analysis findings: the analysis results found that the er320 device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an unknown surgery, scissoring occurred. Another device was used to complete the case. There were no adverse consequences to the patient.